Event description:
The complainant reported a 50-year-old male patient suffering from acute myocardial infarction and cardiogenic shock required impella placement. Roughly five minutes after implant, it was documented that the impella cp pump experienced a spike in placement signal followed by a drop in flows. Multiple attempts were made to reposition the pump; however, the device still produced a flat motor current and placement signal. The decision was made to continue with support despite the resulting position and suction alarms. The patient decompensated as a result of their overall condition and later passed away.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, low pump flow were observed with continuous suction alarm until p1 level and clot was found to present on the inflow and outflow. Data logs were reviewed, and motor current spike were found relative to suction alarms causing pump flow issue. The cause of the low pump flow issue was most likely due to biomaterial based on the clinical information and data log review.